Event description:
It was reported that the patient's ipg was no longer taking a charge causing connectivity issues. The patients implantable pulse generator (ipg) was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware of the event.